Manufacturer narrative:
The patient remains ongoing with the newly implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator via phone that perc lead is separated at the metal connector, when staff tried to push silicone back in to secure with tape, that got a red heart alarm, with low flow, and pump speeds dropped zero. When perc lead is manipulated near the metal connector, they are able to reproduce the red heart alarms. The patient was to be placed on ungrounded cable or batteries, and the hospital will be sending in e-mails with log files and x-rays. This patient had a driveline repair back on (B)(6) 2013. Technical services performed a distal end perc lead replacement on (B)(4)2013. Additional information received that patient's labs began hemolyzing as well as his t bili began to rise. The patient thought to be in cardiogenic shock, a pump exchange was performed due to suspected thrombosis which was confirmed on exchange.